Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device valve seal was damaged and leaking. There was no rapid loss of air but the surgeon was not able to achieve a satisfied pneumo. Another device was used in order to complete the case. There was no patient injury.